Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported, the patient underwent a initial total knee arthroplasty. Five years later, swelling and mild polyethylene asymmetry were observed on radiographs. Three years after that, tibial osteolysis was detected and revision surgery was performed. There was no reported breakage of a device or surgical delay/prolongation. No relevant medical history provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H3: the revision reported was likely the result of prosthesis wear secondary to potential contributions from joint instability. However, instability and other potential contributions from patient or user-related considerations to the prosthesis wear cannot be confirmed or assessed as the devices were not available for evaluation and radiographs and additional relevant clinical information was not provided.